Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: device dislocation. Patient demographic added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 822609- not valid) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation testu". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2012 . Most recent follow-up information incorporated above includes: on 26-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / left side coil embedded in uterus') in an adult female patient who had essure (batch no. 822609- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("left side coil embedded in uterus"). Essure treatment was not changed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: unilateral occlusion (right tube occluded),migration of essure device, migration of left side / due no fallopian tube. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received : previously reported event "plaintiff did not undergo essure confirmation test" deleted, event "migration" pt updated to "embedded device", event "left side coil embedded in uterus" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 822609) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation testu". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2012. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.